Event description:
It was reported that, while in use, a pump had high pressure alarm which did resolve. The patient switched to backup pump while on the phone with pharmacy and the backup pump did not alarm. The patient was able to successfully continue infusion. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3. Date of event is unknown. H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.